Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thoracoscopic (lobectomy) surgery, while on tissue resection, the surgeon fired a purple reload and the staple line opened up immediately upon firing and opening the reload. It was replaced by another reload to complete the case.